Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382612 and lot number 3340237. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing hole in catheter. The following information was provided by the initial reporter: we have a product complaint for in which there was a hole in the side of the catheter. There was no harm to the patient. We do not have a sample available. Here is the details of the event: when inserting an IV into the patient's hand. There was no resistance met and blood return was noted. The catheter was advanced, and needle retracted normally. The j-loop was then connected to the catheter. When trying to pull back for blood return air was being inserted into the syringe. I checked the connection site of the syringe as well as the connection to the catheter, both were connected properly. I then tried to draw the catheter back out of the vein to see if I was in a valve. When pulling it back I noticed blood coming out of the side of the catheter. I noticed there was a hole in the side of the IV catheter, to which I then removed the IV as it could not be used. Thank you.